Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No history anomaly noted. Failed selftest alarm during selftest due to faulty radio frequency board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed self test alarm. The blood glucose at the time of the incident was 114 mg/dl. Troubleshooting was performed. The device was returned for analysis.